Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. The actual sample is not available; however, an evaluation of the photographed image will be completed. Upon completion of the quality review, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). One picture was received of a set in reference to a misspike. The picture was visually inspected and noted that the tip of the spike appeared to be punctured. The reported condition was confirmed. A batch review was not performed as the lot number was unknown. Based on the information gathered during baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer reported to baxter (B)(4) that a spike of the y- set spiked the outside of spike port. The customer reported no alarm. There was no patient injury or medical intervention.